Event description:
It was reported that in 2007, the doctor performed a l4-s1 psf. On the following month, the doctor performed an asf w/ ray cage and found a broken s1 screw. Approx two weeks later, the doctor removed the broken screw and replaced it with 7.5x35 xia ii poly and re-bone grafted it.

Manufacturer narrative:
Na